Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review has been started. No additional information is available.device not returned to manufacturer.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
Reportedly, the ring was explanted after an implant duration of 14.6 months and a valve was implanted as a replacement. No further details were provided. The information was received from the implantation data card completed by the hospital or staff and returned to the japan implant patient registry. The device was discarded and will be not returned for evaluation.